Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7113388; product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 550655.

Event description:
It was reported that the patient had an infection at the lead incision site. Symptoms of redness, swelling and drainage were noted. It was unknown what contributed to the infection. The infection has been resolved with the antibiotics.